Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using application iphone 12, ios 16.4, 2.10.1.7653 and successfully receive glucose alarm notifications and readings in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application version 2.10.1, in use with iphone 12 mini with an unknown operating system and app version 2.10.1.7653. A customer reported a low alarm issue with the adc device and as a result, the customer experienced symptoms described as "cold" and a loss of consciousness. The customer had contact with a healthcare professional who administered glycogen for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application version 2.10.1, in use with iphone 12 mini with an unknown operating system. A customer reported a low alarm issue with the adc device and as a result, the customer experienced symptoms described as "cold" and a loss of consciousness. The customer had contact with a healthcare professional who administered glycogen for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.